Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.